Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that he felt weak and began to eat carbs to address what he believed to be a low bg value. He stated that the cgm did not alert for a low. The cgm value at the time was not provided. His wife saw that he was not feeling well and began to treat him with carbs and juices. She felt he was not responding to her quickly enough and was concerned so she called 911. Per the wife, the patient blacked out and woke back up again. The wife felt he had recovered enough from the low to determine that he no longer needed the ambulance that was called out to their home. They then did a fingerstick and discovered the inaccuracy. The cgm read 6.1 mmol/l and the bg was 12.7 mmol/l. The wife called 911 again to cancel the call and no paramedics went to the home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.